Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Average of 15.6 sics per day over the last 106 days. Analysis of the device memory indicated a r-wave amplitude measurement issue. R-wave amplitude has varied wildly between 1 and 18.6 since (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead had high sensing integrity counter (sic), low impedance and undersensing with large variations. The lead remains in use. No patient complications have been reported as a result of this event.